Event description:
It was reported that fifteen (15) minicaps had "the sponge outside the capsule". This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. The photographs were visually inspected and the sponge (foam) was observed separated from the lid. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.